Manufacturer narrative:
Device sample received and analysis complete. Manufacturers investigation of the returned device and manufacturing records found the device to be outside of manufacturer specification. While the defect identified may have caused or contributed to the patient's condition, it is unlikely to result in a death or serious injury were it to reoccur.

Event description:
This incident was reported by the patient's location of purchase to the manufacturer with additional information provided by the patient. On (B)(6) 2025 the patient was seen at the location of purchase and reported the event. It was reported by the patient that sometime prior, they had removed the lens in the evening and experienced pain the left eye (os) the following day and sought medical attention at hotta clinic. It was reported that the patient was diagnosed with a corneal ulcer and suggested this may be due to contact lens. The patient returned a used lens and four sealed lenses to the location of purchase on visit and no visible defects were identified. The patient was told that it would take approximately one month for recovery and as of the date of the visit (B)(6), the patient said that they were recovering and able to wear lenses for short periods. Additional information received directly from the patient indicates that they were seen 04, 06, 08, and (B)(6) with additional follow-up in 1-2 months; the patient was diagnosed with an ulcer in the lower part of the cornea with no impact to visual acuity. The patient was prescribed bestron ophthalmic solution, levofloxacin hydrate ophthalmic solution, tobracin (tobramycin) ophthalmic solution, and ecolicin ophthalmic ointment. The patient states that as of (B)(6) they are medication-free. Good faith efforts have been made to obtain further information from the patient, including the treating physicians contact information, without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to diagnosis of corneal ulcer. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.